Manufacturer narrative:
An event regarding an alleged crack/fracture involving a triathlon 1/8" peg drill was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
While pre-drilling for the femoral sizer, the 1/8 drill bit with stop broke. No complications.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
While pre-drilling for the femoral sizer, the 1/8 drill bit with stop broke. No complications.